Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal is loaded and unfolded. After unfolding the seal, if the bleeding was severe and I touched the tension spring a little, the tether was not cut, but the seal came off from the aorta. The patient's bleeding was more than usual, not until he needed a blood transfusion. There is no harm to the patient. Finished the procedure with another heart string.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-6 from material integrity to mechanical problem. Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun.

Event description:
The hospital reported that during a coronary artery bypass procedure, hst iii seal (4.5mm) seal is loaded and unfolded. After unfolding the seal, if the bleeding was severe and I touched the tension spring a little, the tether was not cut, but the seal came off from the aorta. The patient's bleeding was more than usual, not until he needed a blood transfusion. The bleeding was treated with a new heart string with a bleeding that could be stopped by pressing it with a finger. There is no harm to the patient. Finished the procedure with another heart string.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure mode. Historical data analysis: (4109/213/67)the review of the historical data indicates that no other similar complaints was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period mar -2020 through feb-2022 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device: (10 & 13 & 22) : the device was returned to the factory for evaluation on 03/15/2022. An investigation was conducted on 03/15/2022. A visual inspection was conducted. The delivery device was returned outside the loading device with the seal and tension spring out of the device. Signs of clinical use and evidence of blood was observed on the delivery device, as well as on the unraveled seal, which indicates that there was an attempt to introduce the device into the aorta. The seal was detached from the tension spring assembly with the blue string not cut. No measurements of the delivery device were taken due to the presence of blood which indicates and attempt was made to introduce the device into the aorta. The white plunger on the delivery device was depressed and the blue safety lock was off which allows for the white plunger to be depressed. Based on the returned condition of the device, the reported failure " detachment of device or device component" was confirmed.